Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement and there were no reports of patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 810:11 was confirmed and not reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information become available, a follow-up medwatch will be submitted.